Event description:
A hospital in (B)(6) reported that two opt844 optiflow nasal cannula interfaces had a tear while in patient use. No patient consequence was reported for the first incident. It was reported that the patient had desaturated during the night on the second incident, and was able to stabilize after staff intervention as the cannula interface was changed. No further patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: one of the two complaint opt844 nasal cannulas was returned to fisher & paykel healthcare (B)(4) and visually inspected. Results: visual inspection revealed that the tubing was torn between the 3rd and 4th spiral from the patient end. A lot check was not performed as no lot number was provided. Conclusion: the tear found on the tubing of the complaint device was most likely due to physical damage. The opt844 interface is used to deliver humidified oxygen to patients. The opt844 consists of a lightweight delivery tube which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's nares. The opt844 interface is shipped to the customer fully assembled. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is disposed. The user instructions which accompany the opt844 device contain the following warning: " do not crush or stretch tube."